Manufacturer narrative:
Date of event: estimated to be (B)(6) 2021 as it was commented that this event occurred in (B)(6).

Event description:
It was reported via social media that blood loss occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned, and the patient experienced blood loss from the groin access site. The patient lost six pints of blood in a three day span. The patient became disabled following this event and was undergoing rehabilitation treatment to recover from this event.